Manufacturer narrative:
Date sent to FDA: 04/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2006. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery of the mesh on (B)(6) 2013. It was reported that the patient underwent surgery on (B)(6) 2017 during which the surgeon noted the infected mesh was then excised flush were it was completely incorporated into the abdominal wall. It was reported that the patient underwent wound debridement, treatment of her chronic infection and abdominal wall abscess and removal of infected mesh on (B)(6) 2017 during which the surgeon noted the infected mesh was dissected out completely down to the pubis where it was anchored. Prior to excising it the bladder was taken down off the mesh itself. The infected mesh was completely excised. It was reported that the patient experienced severe pain and infection, chronic abdominal and pelvis pain with bulging and swelling. It was reported that the patient underwent previous hernia repair procedure on (B)(6) 1997 and mesh was implanted. It was reported that the patient underwent previous removal procedure on 09/08/1998 and hernia repair surgery and mesh was implanted. It was reported that the patient underwent previous hernia repair procedure on (B)(6) 1999 during which mesh was implanted. It was reported that the patient underwent previous surgical re-exploration of her abdomen on (B)(6) 1999 during which the surgeon noted infected mesh in the area which was excised. It was reported that the patient underwent previous surgical re-exploration of her abdomen on (B)(6) 2000 during which the surgeon noted the mesh was dissected off the underling fascia, multiple abscesses were found and the infected mesh was dissected off of the abdomen wall to the level of the previous mesh and amputated. It was reported that the patient underwent previous re-exploration of her abdomen on (B)(6) 2000 and mesh was implanted. Other procedures were captured in a separate file. No additional information is provided.